Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is getting hot when charging. It was also reported the charging cable is melted. No impact on the patient's blood glucose levels was reported.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to (B)(4) due to no device identifier provided.